Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the extended infusion set fell off during use causing skin irritation. Caller replaced infusion set and resumed insulin successfully. No further information available.